Manufacturer narrative:
(B)(4). Only event year known: 2018.

Event description:
It was reported that during an unknown procedure, after the clip applier closed the clips, the clip applier wouldn't reopen. It was not reported how the procedure was completed or how the device was reopened. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the lx207 device (c) was received with no apparent damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. Further inspection of the device showed signs of oxidation however the device functioned as intended. It could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.